Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported error message (sf101) was not reproducible during device testing. During evaluation, it was found that when the power supply unit (psu) was connected to the device, it was detecting the psu as an external power source and not charging battery. The evaluation determined that the device failure to accurately detect the power source was due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf101) indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.